Event description:
It was reported that the patient presented in the emergency with increasing exertional dyspnea and leg edema. Congestive heart failure was diagnosed. High grade tricuspid valve regurgitation caused by rv lead was seen. Patient was hospitalized and lead was explanted and replaced with an rv lead implanted in an inferior vein so that tricuspid valve will not be impaired.